Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a needle anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the needle separating from the sensor before insertion. The customer declined helpline assistance and just want the incident documented only.